Event description:
The manufacturer received an allegation that the device did not meet acceptance criteria of evaluation process due to critical errors. During the evaluation of the device, a ventilator inoperative condition was confirmed. The device was scrapped as it is not needed for inventory.